Manufacturer narrative:
(B)(4). We are currently in the process of retrieving the complaint opt944 optiflow + adult nasal cannula for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an opt944 optiflow + adult nasal cannula was found pulled apart during use. It was further reported that the circuit was probably pulled when the patient turned to his side as the tubing was found under the patient's arm. The patient desaturated to 71% spo2 and was provided alternative therapy using a non-rebreather mask. The patient was later placed on bipap therapy and recovered to 98% spo2. There were no further patient consequences reported.

Event description:
A healthcare facility in texas reported via a fisher & paykel healthcare (f&p) field representative that an opt944 optiflow + adult nasal cannula was found pulled apart during use. It was further reported that the circuit was likely to have been pulled when the patient turned to his side as the tubing was found under the patient's arm. The patient desaturated to 71% spo2 and was provided alternative therapy using a non-rebreather mask. The patient was later placed on bipap therapy and recovered to 98% spo2. There were no further patient consequences.

Manufacturer narrative:
Ps(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer, and our knowledge of the product. Result: the customer has stated that an opt944 optiflow + adult nasal cannula was found pulled apart during use. It was further reported that the circuit was likely to have been pulled when the patient turned to his side as the tubing was found under the patient's arm. The patient desaturated to 71% spo2 and was provided alternative therapy using a non-rebreather mask. The patient was later placed on bipap therapy and recovered to 98% spo2. There were no further patient consequences. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the tube of the opt944 optiflow + adult nasal cannula was pulled when the patient turned to his side. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject cannula would have met the specification at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."